Event description:
It was reported that when the patient presented in the operating room for device change out due to suspected rapid battery depletion and unable to interrogated, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient tolerated the procedure well with no complications.

Event description:
New information received notes that based on review of the fluoroscopy, the conductors do not appear to be externalized.